Event description:
The device was sent to the philips bench for a service required message where the philips bench engineer noted a pca ECG bias failure on the device log. There is no reported patient involvement and/or impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.